Event description:
Device 1 of 2. Reference MFR. Report#: 1627487-2015-05243. The patient had three leads (two, 3146 leads were from the same lot). It was reported the patient stopped using her scs system due to receiving painful and ineffective stimulation. The patient also needed to undergo an MRI due to the progression of her pain. X -rays were taken and revealed the 3186 lead had migrated. As a result, the patient's scs system was explanted.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.